Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the camera head had no video image displayed phenomenon occurred even connecting the scope. There were no reports of patient harm.

Event description:
It was found during the investigation that there is a scratch on the main unit lens, pinhole in the camera cable, water-tightness defect in the camera cable, discoloration on the electrical contacts of the video connector and corrosion on the free lock lever of the camera head.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratch on the main unit lens, pinhole in the camera cable, water-tightness defect in the camera cable, discoloration on the electrical contacts of the video connector and corrosion on the free lock lever of the camera head. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: pinhole in the camera cable is causing the camera cable to lose its airtightness, resulting in a water-tightness failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.